Manufacturer narrative:
The tnths reagent lot number was 68815101 with an expiration date of 30-apr-2024. The last calibration was performed on (B)(6) 2023. And it was acceptable with no alarms. The provided qc recovery was within the customer's provided ranges before and after the event. The provided spin time might be shorter than recommended and the spin speed might be faster than recommended. The alarm trace showed abnormal aspiration alarms. This was an indicator of possible poor sample quality. The field service engineer (fse) found the water pump pressure was too high. He adjusted the water pump pressure. The fse did a performance check and the instrument was performing within specifications. The service actions (adjusting the water pump pressure) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 4 patients' plasma samples tested with elecsys troponin t (tnths) gen5 stat assay on a cobas e801 immunoassay analyzer when compared to a different cobas e801 immunoassay analyzer. Sample 1: initial result: 80 ng/l. Repeat result: 11.1 ng/l. Sample 2: initial result: 72 ng/l. Repeat result: 8.18 ng/l. Sample 3: initial result: 55 ng/l. Repeat result: <6 ng/l. Sample 4: initial result: 59 ng/l. Repeat result: 10.9 ng/l. The questionable results were flagged by the system as critical results. The physicians questioned the results and the original samples were then repeated. Second draws were also tested and they were not flagged as critical. The repeat results were deemed to be correct.